Manufacturer narrative:
The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the outlet tube of an em2400 valve set leaked. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.